Event description:
A medtronic representative reported a navigation system camera had a fault light and was not detecting instruments. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned device found that the fault light was illuminated at power up. A check of the event log indicated the bump sensor had been activated. The psu failed an aak test at .51 mm with line separation detected. The reported event was confirmed. The root cause was an electrical issue with a system fault code of bump sensor activated on the camera. The device was sent to the vendor for additional analysis. The vendor verified that the device bump log needed to be reset followed by re-characterization with the firmware as it was received. The device was replaced and the system was reported to be fully functional.